Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found. There is not any substance used during the assembly of the pack. Since the tubing or suspected oil was not returned, we can not perform an analysis of what it is comprised of. Complaints of this nature will continue to be monitored.

Event description:
A report was received from a user facility in canada stating the surgeon saw oil, or oily bubble, inside the eye once the vitrector was engaged. The surgeon speculated the oil may have came in through the irrigation line. No pt harm the oil was removed.